Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) litigation received. Litigation alleges severe pain, which affects his ability to walk and sit. Radiograph showed osteolysis and showed a large fluid collection with debris consistent with a granulomatous pseudotumor secondary to metal reaction. It was also reported that there was mild amount of fluid and some brownish staining of the synovial tissues throughout, but no significant pseudotumor. Doi: (B)(6) 2008: dor: (B)(6) 2016 (right hip). This complaint is linked to (B)(4) (left hip).

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously reported, patient also alleges limited range of motion and lack of mobility. After review of medical records for MDR reportability it was reported that the patient was revised to address pain and elevated metal ion levels. Revision note reported, there was some brownish staining of the synovial tissues throughout, but no significant pseudotumor. Clearly there was evidence of adverse local soft tissue reaction but no large pseudotumor or soft tissue destruction. There was some staining of the trunnion consistent with possible corrosion at the modular junction.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.